Manufacturer narrative:
Investigation summary: a specific cause for the reported elevated ldh level and a direct correlation with the device could not be determined through this evaluation as the device remains in use. It was reported on (B)(6) 2019 that the patient was inpatient for increased ldh. Of note, the patient has an extensive history of elevated ldh and her ldh level was checked weekly. It was later reported on (B)(6) 2019 that the patient¿s ldh was elevated to 1400 the week prior. She was treated with heparin and cangrelor and her ldh was currently reduced to the 900s. Two system controller log files were submitted at the time of the reported event, which contained data from 20dec2018 ¿ 08jan2019 and 03feb2019 ¿ 25feb2019 and appeared to show the pump operating normally with stable pump parameters. The pump speed remained above the low speed limit without issue. The log file data appeared to show the pump operating as intended and did not show any alarms or parameter trends suggestive of potential pump thrombosis. Additional information provided by the account on 10apr2019 indicated that the patient¿s ldh level had decreased and she was discharged. It was stated that the patient has chronic problems with elevated ldh. The patient remains ongoing on the device and no additional events have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: ldh has decreased. Patient had chronic problems with elevated ldh. Patient was discharged.

Manufacturer narrative:
Approximate age of device ¿ 9 months 23 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. The account communicated on (B)(6) 2019 that the patient's ldh was elevated to 1400 and is now in the 900s. The patient is currently on heparin and cangrelor. No additional information was reported.